Manufacturer narrative:
To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. The subject product was not returned for evaluation and no lot number information was proved; therefore, the investigation is limited. During the manufacturing process the knurled plug is assembled and secured into the trumpet valve body with a torque screwdriver. If the plug is not properly seated, a minor leak can occur. A leak test is performed post assembly, which encompasses the evaluation of the knurled plug seating. A possible cause for the reported condition, is that the knurled plug may have become loosened and unscrewed during use over time; however, without the subject product, a root cause or probable root cause cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Subject product was discarded.

Event description:
It was reported by the user facility that they had a disposable hydrosurg irrigator that had a loose irrigation button (knurled plug of the trumpet valve) that fell off mid-case. Staff did not save the device. Contact noted this event occurred a week or so ago and no additional information could be provided.